Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument tip was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does not appear to be bent. Components adjacent to the dislodged molded insulator do not show damage. The complaint regarding the instrument tip was broken was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.